Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available at this time.

Event description:
The fe reported that the monitor failed to display a live or left image. There are no reports of patient injury or death associated with this event.